Event description:
Staff reports while raising the head of the bed for a procedure, the hob lowered on it's own. The hob would not stay up. Pt was left in flat (supine) position because bed would not stay elevated. Stryker rep to come to facility and evaluate bed.